Event description:
It was reported that during device change out, fluoroscopy revealed externalized conductors between the rv and svc coil. Normal sensing, impedance, and thresholds were obtained. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that noise, loss of capture and oversensing were observed. During laser lead extraction procedure, the svc vein developed a tear. The patient went into tamponade with haemodynamic collapse. Emergency surgical procedure was performed and the svc was repaired successfully. The patient made a full recovery and was discharged soon after.